Manufacturer narrative:
Due to the device not being returned for evaluation, a full visual inspection and functional evaluation could not be performed. A provided photo of the device shows that the top right electrode has been detached. The complaint has been verified due to the provided photo of the detached electrode, but a root cause could not be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip includes the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point, or excessive force applied to the tip. These factors can lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 degree wand, the wand stopped functioning and it was noticed that an electrode detached from the tip. The surgeon is unsure if the detached piece was retrieved. The procedure was completed successfully using a back up device. There were no significant delays or patient complications reported as a result of this event.